Manufacturer narrative:
We issued a medical, technical and mechanical eval. Up to now medical and technical eval is done. Mechanical test is in process. The result is expected within the next 4 weeks. We will send the results and conclusions to you as soon as available.

Event description:
Implant fracture.